Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shortened and did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the pump powered on to the verify screen in accordance with normal operation with the exception of a dim discolored display. There was no data in the black box history at the time of the original complaint. There were multiple low battery and replace battery alarms observed in the alarm history. The current black box showed evidence of excessive battery usage. The battery compartment was intact with no cracks. There was no moisture observed in the battery compartment or on the underside of the battery cap. The battery cap was able to be fully tightened and a power loss was not observed. All current draws were within specifications. There was no evidence of moisture contamination observed inside the pump and no evidence of intermittent contact when the pump case was removed. Unrelated to the original complaint, the keypad was intact with no peeling, but all of the buttons were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed.